Event description:
It was reported that the lead exhibited less than 200 ohms impedance and sensing was 0.9-1.5 mv in bipolar. In unipolar, impedance was 286 ohms and sensing was 2.0 mv. The lead was programmed to unipolar and the patient would be monitored.